Event description:
It was reported that during testing conducted at the user facility that the device was running on its own. It was further confirmed during testing by a manufacturer service technician that the device would run on its own when the battery was inserted onto the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.